Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an unrelated procedure, there was a loss of capture and decreased pacing lead impedance (pli) noted on the left ventricular (lv) lead. Insulation damage was alleged, but not confirmed. The lead was explanted during the procedure and the patient was stable with no consequences.